Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) device was exhibiting high pacing impedance one day post-implant. Guidant's technical services suspected a possible pace-sense set screw issue.